Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h10. Corrected information can be found in h10. Based on the information provided within this complaint, including the completed failure analysis, this complaint is being re-classified as a non-reportable event and the initial MDR is being retracted, due to the following conclusion: the instrument related to this complaint contains the improved pitch cable design. This improved design contains redesigned pulleys, proximal clevis, and cable design to minimize the possibility for cable derailment as well as cable separation from the crimp. The improved designed reduces the severity of the pitch cable failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The long bipolar grasper instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.138¿ - 0.331 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on (B)(4) on (B)(6) 2020 and it had 5 lives remaining. Based on the information provided at this time, this complaint is being reported because the long bipolar grasper instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient harm reported, if this product malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the long bipolar grasper would no longer grasp. The surgeon indicated that they were not using any excessive force or using the instrument incorrectly when the problem occurred. The procedure was completed and there was no patient injury.